Event description:
A conference abstract by cruz, l.j.d.n., et al., ¿prevalence of serological and molecular markers in screening for hepatitis b virus in public blood bank of belem (pa), brazil¿, hematology, transfusion and celltherapy, suppl. Supplement 2 44: s493-s494. Elsevier editora ltda. (Oct 2022), noted false negative architect anti-hbc ii results for multiple samples. 130 out of 281,451 samples generated positive results when tested with nat hbv, however from those 130 samples, 7 samples generated false negative results when using the architect anti-hbc ii assay. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hbc ii results included a review of the complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot could not be performed as the lot number is unknown. A review of tracking and trending data for the list number did not identify any related trends for the product for the issue. A review of the device history record was performed and did not identify any non-conformances or deviations associated with the list number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect anti-hbc ii.